Event description:
Same event as MFR report #: 2134265-2008-02743. It was reported that in preparation for a percutaneous coronary interventional procedure, a wire fracture occurred. The lesion to be treated was located in the left anterior descending artery. During platforming at a speed of 180,000 rpms, the floppy rotawire guide wire fractured. The location of the fracture was mid-shaft. The procedure was completed with another of the same devices, and patient status was reported as 'no problem'.